Event description:
It was reported that the patient presented to the hospital for a schedule device changeout procedure. Interrogation of the patient's pacemaker prior to procedure noted that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The noise was also reproducible with isometric testing. The lead was capped and replaced on (B)(6) 2026. During the procedure, a previously capped ra lead due to unknown reason was also seen under fluoroscopy. The patient was in stable condition.